Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2000 ohms and noise. A request for additional information has been made. The were no adverse patient effects reported. As of today, no additional information has been received. Should additional information become available, this report will be updated. No event date was provided.